Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. Concomitant product: 693558, lead, implanted: (B)(6) 2011.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) battery had "gone out." Patient indicated replacement was scheduled two days later. It was further reported at the time of replacement that the ICD was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.